Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. New information added to the following fields: d8 and h6. It has been less than one (1) year since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. It was reported, there may be a difference of recognition of handling of the device and reprocessing method between what was recommended by olympus and the subject facility. The event can be prevented by following the instructions for use (IFU) which state: "IFU warns against improper reprocessing describing ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them¿. In addition, IFU warns to clean all channels of the endoscope describing ¿all channels of the endoscope, including the instrument channel and the auxiliary water channel, and all accessories used with the endoscope during the patient procedure, such as all valves and the auxiliary water tube (maj-855), must be reprocessed after each patient procedure, even if the channels or accessories were not used during the patient procedure. Insufficient reprocessing of these components may pose an infection control risk to patients and/or operators¿." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. This report is related to MFR 19130 (1/2).

Event description:
It was reported that during reprocessing found the colonovideoscope, a scope that was placed in the washer without a water supply tube connected was used in a case. There were no reports of patient harm.